Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the daughter experienced hyperglycemia. The customer blood glucose level was 41 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did allege pump was over delivering because bolus history showing 3.40u delivered which they did not. Customer stated drive support cap appeared to be normal. The insulin pump will not be returned for analysis.